Event description:
It was reported on an unknown date postoperative x-rays revealed radial head prosthesis loosening. No other information available. This is report 2 of 2 for complaint (B)(4). This report is for an unknown radial stem.

Manufacturer narrative:
Device is used for treatment, not diagnosis. This report is for one radial stem, catalog and lot numbers unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Expiration date reported as march 2019. A device history review was conducted. The report indicates (B)(4) manufactured the 7mm ti straight radial stem, part #04.402.007 and lot #7013301 on po #1413254 for (B)(4) parts delivered on december 27, 2012 and processed on work order #3077702. Initially, the part conformed to the supplier¿s certificate of conformance, dated december 20, 2012 and was inspected and conformed to synthes final inspection sheet ns050779, revision ¿b¿. The parts were labeled, packaged, sterilized (po #1541887) at (B)(4) and released to the warehouse on april 30, 2013. The lot was pulled from inventory on deviation 2131, renumbered as lot #7664251 on work order #3821424 on april 17, 2014, re-labeled, re-packaged, sterilized (po #1648616) at (B)(4) and released to the warehouse on april 28, 2014 with expiration date march 2019. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.